Event description:
The pt was implanted with a left ventricular assist device (lvad). The MFR rec'd user facility report (B)(4) from the (B)(4) registry that stated "external control system failure. External battery malfunction." The MFR rec'd add'l info on (B)(6) 2013 from the vad coordinator confirming that this pt accidently disconnected the two power cables and was found down by another family member. "It was a pt error not a pump/equipment failure. The cause of the death was documented as "anoxic brain injury."

Manufacturer narrative:
The MFR is unable to conduct an investigation of the returned device because it was rec'd as a non-complaint lvad approximately 22 months prior to the MFR receiving the (B)(4) report. The device was reprocessed per procedure on (B)(6) 2010 and is not available for evaluation. The user facility report (B)(4) was rec'd from the intermacs registry. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.